Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's parent reported via phone call that they did not receive a low battery alert prior to the off no power alert. It was the second occurrence of an off no power alarm without a low battery warning. The insulin pump shut off while the customer was sleeping. Customer's blood glucose level was 8.9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected off no power without low battery alarm. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.